Event description:
The customer reported that while preparing to transport a patient to another floor of the hospital they performed a routine check and received a "pneumatic failure" alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.